Event description:
The manufacturer received information in relation to a dreamstation auto bipap device. There was no report of serious or permanent harm or injury. During evaluation of the device at a third party service center, there was a technical finding of error code present and contamination finding as powder. No other problems were detected. The device was scrapped. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer received information, that patient confirmed there was no visualization of particles related to a CPAP device. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of no foam degradation. During the evaluation, foam particles were not observed. The device was scrapped. Additional findings included error codes were present in the error log. There was no information about product returned date and time. The manufacturer is submitting a non-reportable report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. This MDR file 2518422-2023-32929 was not reportable as the basis of information. In box b, box g and box h sections was updated/corrected.